Event description:
It was reported that pump malfunction occurred without any notable events beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer addressed high blood glucose by giving correction injection with insulin pen and did not require 3rd party assistance. Technical support helped customer reset pump malfunction code, confirmed that code did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction returned.